Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 50 mg/dl due to an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 163 mg/dl and 172 mg/dl; and the meter bg reading was 110 mg/dl. Reportedly, customer was partially paralyzed due to low bg. Customer consumed sweets to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
D4.